Manufacturer narrative:
Bayer case number: (B)(4). Heavy cycles [heavy periods] . Acute blood loss anemia [acute blood loss anemia] . Stroke / I suffered a stroke in due to a dissected vertebral artery due to a blood clot [stroke] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy cycles"), blood loss anaemia ("acute blood loss anemia") and cerebrovascular accident ("stroke / I suffered a stroke in due to a dissected vertebral artery due to a blood clot") in a 48 year-old female patient who had essure inserted for female sterilisation. Medical conditions: no medical history. Perfectly healthy prior to insertion. Concomitant products included norethindrone (norethisterone acetate) for heavy menstrual bleeding since (B)(6) 2025 and fioricet (butalbital, caffeine, paracetamol) for migraine. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced cerebrovascular accident (seriousness criterion medically important). In 2011 she experienced heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required). In (B)(6)2025 she experienced blood loss anaemia (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6) 2026. The patient was treated with blood transfusion, auxiliary products (unknown) as well as non-drug therapy (patient hospitalized for hysterectomy). At the time of the report, the heavy menstrual bleeding and blood loss anaemia had not resolved. The outcome of cerebrovascular accident was unknown. The reporter considered blood loss anaemia, cerebrovascular accident and heavy menstrual bleeding to be related to essure administration. The reporter commented: I have had symptoms since the device was implanted. I suffered a stroke in 2010 and none of my physicians knew the cause because of lack of evidence with the essure device. Yes, I do, I only started experiencing health issues concerning all the adverse events after essure insertion. This year I ended in the hospital due to blood loss requiring a blood transfusion because of heavy cycles and have a hysterectomy schedule. I will be having a laparoscopic hysterectomy on (B)(6) 2025 (discrepancy noted) I do not have the card that was provided to me after the insertion on (B)(6) 2010 by essure removal date taken as (B)(6)2026 conservatively. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: patients date of birth added. Event onset date added. Reporter causality changed to related for all events. Reporter causality comment added. Essure removal date & details are added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Heavy cycles [heavy periods]. Acute blood loss anemia [acute blood loss anemia]. Stroke / I suffered a stroke in due to a dissected vertebral artery due to a blood clot [stroke]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy cycles"), blood loss anaemia ("acute blood loss anemia") and cerebrovascular accident ("stroke / I suffered a stroke in due to a dissected vertebral artery due to a blood clot") in a 48 year-old female patient who had essure inserted for female sterilisation. Medical conditions: no medical history. Perfectly healthy prior to insertion. Concomitant products included norethindrone (norethisterone acetate) for heavy menstrual bleeding since on (B)(6) 2025 and fioricet (butalbital, caffeine, paracetamol) for migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, she experienced cerebrovascular accident (seriousness criterion medically important). In 2011, she experienced heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required). On (B)(6) 2025, she experienced blood loss anaemia (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6) 2026. The patient was hospitalised on (B)(6) 2025 for an unknown duration. The patient was treated with blood transfusion, auxiliary products (unknown) as well as non-drug therapy (patient hospitalized for hysterectomy and patient was hospitalized for blood transfusion). At the time of the report, the heavy menstrual bleeding and blood loss anaemia had not resolved. The outcome of cerebrovascular accident was unknown. The reporter considered blood loss anaemia, cerebrovascular accident and heavy menstrual bleeding to be related to essure administration. The reporter commented: I have had symptoms since the device was implanted. I suffered a stroke in 2010 and none of my physicians knew the cause because of lack of evidence with the essure device. Yes, I do, I only started experiencing health issues concerning all the adverse events after essure insertion. This year I ended in the hospital due to blood loss requiring a blood transfusion because of heavy cycles and have a hysterectomy schedule. I will be having a laparoscopic hysterectomy on (B)(6) 2025 (discrepancy noted). I do not have the card that was provided to me after the insertion on (B)(6) 2010 by essure removal date taken as on (B)(6) 2026 conservatively. Was inquiring about the status of case and next steps. Stated we received email responses and also contacted the physician that patient provided as well and have emailed dr. Two times. Patient said can try to get in touch with her doctor to answer the questions and I said I can forward the email that we sent to her doctor to and she agreed. Stated after essure insertion she had to go through one thing after another, it is out of her body now. Patient had a hysterectomy on (B)(6) 2026 and ended up having a tear. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Heavy cycles [heavy periods]. Acute blood loss anemia [acute blood loss anemia]. Stroke / I suffered a stroke in due to a dissected vertebral artery due to a blood clot [stroke]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy cycles"), blood loss anaemia ("acute blood loss anemia") and cerebrovascular accident ("stroke / I suffered a stroke in due to a dissected vertebral artery due to a blood clot") in a 48 year-old female patient who had essure inserted for female sterilisation. Medical conditions: no medical history. Perfectly healthy prior to insertion. Concomitant products included norethindrone (norethisterone acetate) for heavy menstrual bleeding since on (B)(6) 2025 and fioricet (butalbital, caffeine, paracetamol) for migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, she experienced cerebrovascular accident (seriousness criterion medically important). In 2011, she experienced heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required). On (B)(6) 2025, she experienced blood loss anaemia (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6) 2026. The patient was hospitalised on (B)(6) 2025 for an unknown duration. The patient was treated with blood transfusion, auxiliary products (unknown) as well as non-drug therapy (patient hospitalized for hysterectomy). At the time of the report, the heavy menstrual bleeding and blood loss anaemia had not resolved. The outcome of cerebrovascular accident was unknown. The reporter considered blood loss anaemia, cerebrovascular accident and heavy menstrual bleeding to be related to essure administration. The reporter commented: I have had symptoms since the device was implanted. I suffered a stroke in 2010 and none of my physicians knew the cause because of lack of evidence with the essure device. Yes, I do, I only started experiencing health issues concerning all the adverse events after essure insertion. This year I ended in the hospital due to blood loss requiring a blood transfusion because of heavy cycles and have a hysterectomy schedule. I will be having a laparoscopic hysterectomy on (B)(6) 2025 (discrepancy noted). I do not have the card that was provided to me after the insertion on (B)(6) 2010 by essure removal date taken as on (B)(6) 2026 conservatively. Was inquiring about the status of case and next steps. Stated we received email responses and also contacted the physician that patient provided as well and have emailed dr. Two times. Patient said can try to get in touch with her doctor to answer the questions and I said I can forward the email that we sent to her doctor to and she agreed. Stated after essure insertion she had to go through one thing after another, it is out of her body now. Patient had a hysterectomy on (B)(6) 2026 and ended up having a tear. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) heavy cycles [heavy periods] acute blood loss anemia [acute blood loss anemia] stroke [stroke]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy cycles"), blood loss anaemia ("acute blood loss anemia") and cerebrovascular accident ("stroke") in a 48-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. Concomitant products included norethindrone (norethisterone acetate) for heavy menstrual bleeding since (B)(6) 2025 and fioricet (butalbital, caffeine, paracetamol) for migraine. On an unknown date, the patient had essure inserted. In 2010 she experienced cerebrovascular accident (seriousness criterion medically important). On unknown dates she experienced heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required) and blood loss anaemia (seriousness criteria hospitalisation and medically important). The patient was treated with blood transfusion, auxiliary products (unknown) as well as non-drug therapy (patient hospitlized for hysterectomy). At the time of the report, the heavy menstrual bleeding and blood loss anaemia had not resolved. The outcome of cerebrovascular accident was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, blood loss anaemia or cerebrovascular accident. The reporter commented: I have had symptoms since the device was implanted. I suffered a stroke in 2010 and none of my physicians knew the cause because of lack of evidence with the essure device. This year I ended in the hospital due to blood loss requiring a blood transfusion because of heavy cycles and have a hysterectomy schedule. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.